Manufacturer narrative:
The customer called technical support to report that the navigation ring was damaged and could not be used. A service quote for repair was sent to the customer for approval, and the customer accepted the quote. Per good faith effort (gfe) response, the customer support engineer stated that the reported issue was confirmed after troubleshooting was performed on the device. It was found that the issue occurred repeatedly, a setting change screen was not entered when the failure occurred, the jumping value accepted and changed therapy without pressing a button, and the touchscreen allowed the user to change, accept, or cancel the value. Also, the ventilator output/delivered therapy did not change without any user input. The customer support engineer mentioned that the replacement front bezel with navigation ring was ultimately ordered for repair. Once the front bezel with navigation ring was replaced, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the customer support engineer noted that there was no patient involvement at the time the issue was discovered, and the defective navigation ring was not returned for further investigation as it was scrapped.

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was damaged. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the navigation ring was damaged. A quote was sent to the customer for approval. The investigation is ongoing.